Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter doesn't connect and causes hypoglycemia with off readings. The customer has not used the transmitter in six months. On (B)(6) 2017 the customer had a blood glucose of 500mg/dl. The customer's current blood glucose is 80mg/dl. The customer changed the site and used a syringe drank juice or ate food and glucose tablets. There were multiple blood glucose of 50 mg/dl-60 mg/dl reported. Troubleshooting was declined. Nothing is being returned.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.